Manufacturer narrative:
Customer returned insulin pump for alleged exposure to moisture and a crack on the insulin pump found on (B)(6) 2021. Device failed self test due to pump error 75. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Verified the insulin pump alarmed pump error 75 in device downloaded history on (B)(6) 2021 at time 16:18:08.000. Unable to perform displacement test due to insulin flow block during priming. Device passed sleep current measurement and active current measurement. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Device received with partial display due to moisture damage. Pump error 75 due to faulty internal battery due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked lcd window, cracked keypad overlay, broken belt clip rails, and pillowing keypad overlay. Unexpected battery power loss confirmed due to moisture damage on the pcba 1. Moisture damage found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Cosmetic damage confirmed. Partial display confirmed due to moisture damage on the pcba 1. Pump error 75 confirmed due to faulty internal battery due to moisture damage. Occlusion during priming confirmed due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working. Customer stated that the insulin pump was exposed to moisture. Customer reported that the type of moisture exposure was swimming pool. Customer stated they do not hear fluid when shaking the pump. Customer stated they see fluid under the liquid crystal display. Customer stated that the pump was not dropped. Customer stated that there was cracks in the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.